Event description:
It was reported that caller experienced a minimum fill notification while attempting to load a new insulin cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Caller had filled cartridge with insulin, reloaded it, and filled tubing again, then followed instruction to clean pneumatic tap area with an alcohol wipe or lint-free cloth, after which issue was resolved and caller successfully loaded cartridge and resumed insulin delivery; no additional information was received regarding any further outcome of the event.